Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ 1-ml syringe w/o needle the plastic packaging had a cloudy appearance. The following information was provided by the initial reporter: ¿clinical products advisor advised bd accountmanager that the bd 10ml syringe plastic packaging had a cloudy appearance."

Event description:
It was reported that before use of the bd luer-lok¿ 1-ml syringe w/o needle the plastic packaging had a cloudy appearance. The following information was provided by the initial reporter: ¿clinical products advisor advised bd accountmanager that the bd 10ml syringe plastic packaging had a cloudy appearance."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-jun-2022 h6: investigation summary one hundred (100) representative samples with unopen package condition were received by our quality team for evaluation. The samples were subjected to visual inspection. The team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue.